Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to defective insulated-gate bipolar transistor (igbt) q18 on the defibrillator pca. The root cause for the defective igtb could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor had failed incoming functional testing.